Event description:
This lead was implanted on (B)(6) 1993 and was explanted on (B)(6) 2016 due to lead failure. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).